Event description:
Defective air sensor.

Event description:
Defective air sensor. Device history record was reviewed, no event linked to the reported issue was observed. Device log could not be downloaded so the review was done manually. Air alarms were found and confirmed the reported event. The device was received at infusystem and its repair was performed by their technical team. During testing the air alarm was triggered when installing prime tubing. The event was reproduced. As per technical manual the air in line sensor was replaced but was not sent to brézins for further investigation. Therefore the root cause of the event cannot be confirmed. However a CAPA related to air sensor issue is opened to investigate further the cause of defective air sensors.